Event description:
A patient reported blood glucose results of "600 mg/dl" with a lifescan meter and "263 mg/dl" on a laboratory device, performed between 21-30 minutes of each other. Between the tests there was no intevention that would be expected to change the blood glucose. The check strip test passed. The meter, test strips, and control solution were replaced.